Manufacturer narrative:
(B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 injector. After the lens was inserted, the surgeon observed that the trailing haptic was bent; in addition, the capsule tore which necessitated a vitrectomy. The lens was removed and replaced successfully with the same diopter iol. Preoperatively, the pt's bcva in the right eye was 20/80. Postoperatively, the pt's bcva is 20/40 with mr -1.25 - 0.75 x 095. The pt is doing well with excellent visual outcome. Reference MDR # 1119279-2010-00062.